Event description:
The patient reported fainting due to hypoglycemia (blood glucose 32 mg/dl) on (B)(6) 2025, after wearing the pod for an unspecified period. The patient further reported having prior issues with the dexcom g6 blood glucose sensor and was using the omnipod in manual mode at the time of the event. The patient was treated with glucagon by her mother-in-law and did not require further medical intervention or treatment.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown, omnipod software app version: 3.1.1, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.